Event description:
Info received from medwatch report. It was reported that the procedure was being performed on a male pt. The report states the physician was attempting to place femoral arterial line. When threading spring wire guide (swg) through the introducer needle, the swg splintered.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.